Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.

Event description:
It was reported that the implantable pulse generator (ipg) went to depletion without signaling elective replacement indicator (eri). The device was explanted and replaced. No patient complications were reported as a result of this event.